Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision on an unknown date due to sciatic nerve palsy. Drainage of a compressive hematoma was performed and the patient fully recovered after 4 months. Information was received based on review of a journal article titled, "dual mobility acetabular component in revision total hip arthroplasty for persistent dislocation: no dislocations in 50 hips (49 patients, 10 male & 39 female) after 1-5 years¿. The journal article reports that a revision and/or adverse event occurred due to sciatic nerve palsy.

Manufacturer narrative:
The journal article was reported on manufacturer report number 1825034-2014-08242. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.